Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump fails accuracy +6.14%. Issue was found during testing and no patient involvement was reported.

Manufacturer narrative:
D9: product received date 6/23/2025. H3: one device was returned for analysis of complaint that it failed accuracy test. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During accuracy testing, the failure was confirmed and replicated. The valves and ejector were replaced. Device passed all testing post repair.